Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube"), uterine perforation ("migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube") and gastrointestinal injury ("during the course of her removal surgery, bowel was cut.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), menorrhagia ("abnormally heavy menses /prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste in her mouth"), depression ("worsening of her depression") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with a bilateral salpingo-oophorectomy). On (B)(6) 2015, 7 years 3 months after insertion of essure, the patient experienced gastrointestinal injury (seriousness criteria hospitalization prolonged, medically significant and intervention required) and complication of device removal ("during the course of her removal surgery, bowel was cut."). The patient was treated with antibiotics and blood transfusion. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, gastrointestinal injury, complication of device removal, abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, dyspareunia, migraine, fatigue, alopecia, vaginal discharge, dysgeusia, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, menorrhagia, migraine, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (fallopian tube(s),'), uterine perforation ('migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (uterus),'), ovarian perforation ('perforation ovaries'), ovarian bacterial infection ('bacterial infection of ovaries'), device expulsion ('migration of essure device location of device: migration into uterus') and gastrointestinal injury ('during the course of her removal surgery, bowel was cut.') In a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, pelvic laparoscopy and gallbladder operation. No any complications or problems that occurred at the time of your essure placement procedure. Ultrasound findings: increased endometrial thickness. Normal uterus and ovaries. No free fluid. Fallopian tubes: no histopathologic changes. Previously administered products included for allergen: codeine; for allergy: penicillin. Past adverse reactions to the above products included swelling with penicillin; and urticaria with codeine. Concurrent conditions included birth control (condoms) since (B)(6) 2008, menses lack of, menstrual disorder, unspecified deficiency anemia, bipolar I disorder, endometriosis, menses irregular with excessive bleeding, cramp abdominal, spotting between menses, dysfunctional uterine bleeding, uterine bleeding (other disorder of menstruation and other abnormal bleeding from female genital tract. Vaginal bleeding between periods), haemorrhage nos, body mass index abnormal, adenocarcinoma endometrial, biopsy (proliferative endometrium.), leiomyoma nos, nabothian cyst (cervix), unevaluable event and luteal cyst of ovary (ovaries: one of the ovaries shows surface adhesions.). Concomitant products included clindamycin hydrochloride (losertrin) from (B)(6) 2007 to (B)(6) 2009 for birth control as well as amlodipine since 2016, fluoxetine since 2015, ibuprofen (iborufen) since 2015, leuprorelin acetate (lupron depot-ped) since 2008, nicergoline (adavin) since 2018 and quetiapine fumarate (seroquel) since 2007. In 2008, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain"), 5 months 7 days after insertion of essure. On (B)(6)2009, the patient experienced hot flush ("hot flashes"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormally heavy menses /prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), the second episode of dyspareunia ("pain during intercourse/"), migraine ("migraine headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in her mouth/other injury(ies) or complication please describe: metal taste,"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced ovarian bacterial infection (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), gastrointestinal injury (seriousness criteria hospitalization prolonged, medically significant and intervention required) and complication of device removal ("during the course of her removal surgery, bowel was cut."). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("worsening of her depression/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), mood swings ("mood swings"), cystitis escherichia ("ecoli"), fear ("scared") and emotional disorder ("emotional"). The patient was treated with antibiotics, blood transfusion, auxiliary products, ablation, and surgery (repair bowel, hysterectomy bilateral salpingo-oophorectomy, hysterectomy with alpingectomy and oophorectomy, surgical procedure and total hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, ovarian bacterial infection, device expulsion, gastrointestinal injury, complication of device removal, abdominal pain lower, dysmenorrhoea, back pain, the last episode of dyspareunia, migraine, fatigue, alopecia, vaginal discharge, dysgeusia, hot flush, mood swings, cystitis escherichia, pelvic pain, nausea, weight increased, fear and emotional disorder outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, cystitis escherichia, depression, device expulsion, dysgeusia, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, fear, gastrointestinal injury, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian bacterial infection, ovarian perforation, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: bilateral occlusion of fallopian tubes. Normal physical exam, normal ultrasound and normal workup as well without any endometrial polyps or uterine leiomyoma and normal adnexa. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (fallopian tube(s),"), uterine perforation ("migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (uterus),"), ovarian perforation ("perforation ovaries"), ovarian bacterial infection ("bacterial infection of ovaries"), device expulsion ("migration of essure device location of device: migration into uterus") and gastrointestinal injury ("during the course of her removal surgery, bowel was cut.") In a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, pelvic laparoscopy and gallbladder operation. No any complications or problems that occurred at the time of your essure placement procedure. Ultrasound findings: increased endometrial thickness. Normal uterus and ovaries. No free fluid. Fallopian tubes: no histopathologic changes. Previously administered products included for allergen: codeine; for allergy: penicillin. Past adverse reactions to the above products included swelling with penicillin; and urticaria with codeine. Concurrent conditions included birth control (condoms) since (B)(6) 2008, menses lack of, menstrual disorder, unspecified deficiency anemia, bipolar I disorder, endometriosis, menses irregular with excessive bleeding, cramp abdominal, spotting between menses, dysfunctional uterine bleeding, uterine bleeding (other disorder of menstruation and other abnormal bleeding from female genital tract. Vaginal bleeding between periods), haemorrhage nos, body mass index abnormal, adenocarcinoma endometrial, biopsy (proliferative endometrium.), leiomyoma nos, nabothian cyst (cervix), unevaluable event and luteal cyst of ovary (ovaries: one of the ovaries shows surface adhesions.). Concomitant products included clindamycin hydrochloride (losertrin) from (B)(6) 2007 to (B)(6) 2009 for birth control as well as amlodipine since 2016, fluoxetine since 2015, ibuprofen (iborufen) since 2015, leuprorelin acetate (lupron depot-ped) since 2008, nicergoline (adavin) since 2018 and quetiapine (seroquel) since 2007. In 2008, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 5 months 7 days after insertion of essure, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced hot flush ("hot flashes"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormally heavy menses /prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), the second episode of dyspareunia ("pain during intercourse/"), migraine ("migraine headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in her mouth/other injury(ies) or complication please describe: metal taste,"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced ovarian bacterial infection (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), gastrointestinal injury (seriousness criteria hospitalization prolonged, medically significant and intervention required) and complication of device removal ("during the course of her removal surgery, bowel was cut."). In (B)(6) 2015, the patient experienced nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), mood swings ("mood swings") and cystitis escherichia ("ecoli"). On an unknown date, the patient experienced depression ("worsening of her depression/psychological or psychiatric problems condition: depression"). The patient was treated with antibiotics, blood transfusion, auxiliary products, surgery (hysterectomy with alpingectomy and oophorectomy), surgery (total hysterectomy with a bilateral salpingo-oophorectomy), surgery (hysterectomy bilateral salpingo-oophorectomy), surgery (surgical procedure) and surgery (repair bowel). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, ovarian bacterial infection, device expulsion, gastrointestinal injury, complication of device removal, abdominal pain lower, dysmenorrhoea, back pain, the last episode of dyspareunia, migraine, fatigue, alopecia, vaginal discharge, dysgeusia, hot flush, mood swings, cystitis escherichia, pelvic pain, nausea and weight increased outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, cystitis escherichia, depression, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian bacterial infection, ovarian perforation, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral occlusion of fallopian tubes. Normal physical exam, normal ultrasound and normal workup as well without any endometrial polyps or uterine leiomyoma and normal adnexa. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. Concomitant drug. Events nausea, ovarian bacterial infection, weight gain and repair bowel added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (fallopian tube(s),'), uterine perforation ('migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (uterus),'), ovarian perforation ('perforation ovaries'), ovarian bacterial infection ('bacterial infection of ovaries'), device expulsion ('migration of essure device location of device: migration into uterus') and gastrointestinal injury ('during the course of her removal surgery, bowel was cut.') In a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, pelvic laparoscopy and gallbladder operation. No any complications or problems that occurred at the time of your essure placement procedure. Ultrasound findings: increased endometrial thickness. Normal uterus and ovaries. No free fluid. Fallopian tubes: no histopathologic changes. Previously administered products included for allergen: codeine; for allergy: penicillin. Past adverse reactions to the above products included swelling with penicillin; and urticaria with codeine. Concurrent conditions included birth control (condoms) since (B)(6) 2008, menses lack of, menstrual disorder, unspecified deficiency anemia, bipolar I disorder, endometriosis, menses irregular with excessive bleeding, cramp abdominal, spotting between menses, dysfunctional uterine bleeding, uterine bleeding (other disorder of menstruation and other abnormal bleeding from female genital tract. Vaginal bleeding between periods), haemorrhage nos, body mass index abnormal, adenocarcinoma endometrial, biopsy (proliferative endometrium.), leiomyoma nos, nabothian cyst (cervix), unevaluable event and luteal cyst of ovary (ovaries: one of the ovaries shows surface adhesions.). Concomitant products included clindamycin hydrochloride (losertrin) from (B)(6) 2007 to (B)(6) 2009 for birth control as well as amlodipine since 2016, fluoxetine since 2015, ibuprofen (iborufen) since 2015, leuprorelin acetate (lupron depot-ped) since 2008, nicergoline (adavin) since 2018 and quetiapine fumarate (seroquel) since 2007. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced pelvic pain ("pain"), 5 months 7 days after insertion of essure. On (B)(6) 2009, the patient experienced hot flush ("hot flashes"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormally heavy menses /prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), the second episode of dyspareunia ("pain during intercourse/"), migraine ("migraine headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in her mouth/other injury(ies) or complication please describe: metal taste,"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced ovarian bacterial infection (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), gastrointestinal injury (seriousness criteria hospitalization prolonged, medically significant and intervention required) and complication of device removal ("during the course of her removal surgery, bowel was cut."). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("worsening of her depression/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), mood swings ("mood swings"), cystitis escherichia ("ecoli"), fear ("scared") and emotional disorder ("emotional"). The patient was treated with antibiotics, blood transfusion, auxiliary products, ablation, and surgery (repair bowel, hysterectomy bilateral salpingo-oophorectomy, hysterectomy with alpingectomy and oophorectomy, surgical procedure and total hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, ovarian bacterial infection, device expulsion, gastrointestinal injury, complication of device removal, abdominal pain lower, dysmenorrhoea, back pain, the last episode of dyspareunia, migraine, fatigue, alopecia, vaginal discharge, dysgeusia, hot flush, mood swings, cystitis escherichia, pelvic pain, nausea, weight increased, fear and emotional disorder outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, cystitis escherichia, depression, device expulsion, dysgeusia, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, fear, gastrointestinal injury, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian bacterial infection, ovarian perforation, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: bilateral occlusion of fallopian tubes. Normal physical exam, normal ultrasound and normal workup as well without any endometrial polyps or uterine leiomyoma and normal adnexa. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- scared, emotional disorder. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (fallopian tube(s),"), uterine perforation ("migrated from the fallopian tubes into her uterus/ micro-inserts had perforated the walls of her uterus and fallopian tube/perforation (uterus),"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: ovaries,"), device expulsion ("migration of essure device location of device: migration into uterus,") and gastrointestinal injury ("during the course of her removal surgery, bowel was cut.") In a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, pelvic laparoscopy and gallbladder operation. No any complications or problems that occurred at the time of your essure placement procedure. Ultrasound findings: increased endometrial thickness. Normal uterus and ovaries. No free fluid. Fallopian tubes: no histopathologic changes. Previously administered products included for allergen: codeine; for allergy: penicillin. Past adverse reactions to the above products included swelling with penicillin; and urticaria with codeine. Concurrent conditions included birth control (condoms) since (B)(6) 2008, menses lack of, menstrual disorder, unspecified deficiency anemia, bipolar I disorder, endometriosis, menses irregular with excessive bleeding, cramp abdominal, spotting between menses, dysfunctional uterine bleeding, genital bleeding (other disorder of menstruation and other abnormal bleeding from female genital tract. Vaginal bleeding between periods), bleeding, body mass index, adenocarcinoma endometrial, biopsy (proliferative endometrium.), leiomyoma, nabothian cyst (cervix), dysplasia and cyst (ovaries: one of the ovaries shows surface adhesions. ). Concomitant products included clindamycin hydrochloride (losertrin) from (B)(6) 2007 to (B)(6) 2009 for birth control as well as leuprorelin acetate (lupron depot-ped) since 2008 and quetiapine (seroquel) since 2007. On (B)(6) 2008, 1 day before insertion of essure, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormally heavy menses /prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), the second episode of dyspareunia ("pain during intercourse/"), migraine ("migraine headachesmigraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in her mouth/other injury(ies) or complication please describe: metal taste,"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On 1(B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant), gastrointestinal injury (seriousness criteria hospitalization prolonged, medically significant and intervention required) and complication of device removal ("during the course of her removal surgery, bowel was cut."). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), mood swings ("mood swings,") and cystitis escherichia ("infection (other) describe: ecoli,"). On an unknown date, the patient experienced depression ("worsening of her depression/psychological or psychiatric problems condition: depression"). The patient was treated with antibiotics, blood transfusion, auxiliary products, surgery (hysterectomy with alpingectomy and oophorectomy), surgery (total hysterectomy with a bilateral salpingo-oophorectomy) and surgery (hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, gastrointestinal injury, complication of device removal, abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, the last episode of dyspareunia, migraine, fatigue, alopecia, vaginal discharge, dysgeusia, hot flush, mood swings, vaginal haemorrhage, cystitis escherichia and pelvic pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device removal, cystitis escherichia, depression, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, hot flush, menorrhagia, migraine, mood swings, ovarian perforation, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral occlusion of fallopian tubes normal physical exam, normal ultrasound and normal workup as well without any endometrial polyps or uterine leiomyoma and normal adnexa. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and mr ,new reporter, patient demographic information, lab data updated, patient relevant information ,essure indication permanent birth control by bilateral occlusion of the fallopian tubes updated, concomitant product, new events hormonal changes describe: hot flashes, mood swings, abnormal bleeding (vaginal, menorrhagia) , infection (other) describe: e.coli, migration of essure device location of device: migration into uterus, dyspareunia (painful sexual intercourse),pain and perforation (other) please describe and state the location of the perforation: ovaries were addedthe events psychological or psychiatric problems condition: depression and anxiety , migraines / headaches , perforation (fallopian tube(s), perforation (uterus), other injury(ies) or complication please describe: metal taste were clubbed previous event. On 27-feb-2018: follow-up 1st and 2nd process together:medical records received, new reporter ,medically confirmed ,patient relevant information,lab datda and concurrent conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.